Manufacturer narrative:
Investigation conclusion: tested the binaxnow covid-19 ag card retain kit lot 209737 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false negatives were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 209737 and device part number 195-430wl / lot 206627. Quality control release testing met specifications and there were no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self test performed on (B)(6)2022 . A test was performed on (B)(6)2022 with an unknown platform and generated a positive result. No additional patient information, including treatment and outcome, was provided.